Event description:
The customer states that the axsym processing carousel cover spring lift mechanisms are not holding the processing carousel cover open. The customer states that the cover has fallen and hit a technician on the head. No required medical attention or serious injury was reported.